Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, "my infuse was implanted during my spinal surgery, this has caused me many serious problems, including pain, major nerve damage, as well as required me to visit my doctor frequently."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient underwent two levels 360 spinal fusion at l4/5 and l5/s1 by single incision. 2) decompressive laminectomy at l4 and l5. 3) l4-l5 and l5-s1 instrumented posterior lumbar interbody fusion with two implants and bmp. 4) pedicle screw fixation l4-l5-s1. 5) postero-lateral fusion with local bone/bone graft/bmp. As per op-notes,¿ the 6.5 millimeters in diameter cannulated pedicles screws were inserted at l4 (45mm), l5 (45mm) and s1(35mm) pedicles on the left side under fluoroscopic control. Thereafter, the pre-cut 6 millimeters titanium rod was placed and secured into the pedicle screws loosely with the screw nuts. Thereafter, the holding nuts were torqued to breakage to secure the rod into the pedicle screws. A cross-link was also placed and secured to place. All instrumentation and grafts appeared solid at the end of the procedure. Now, then attention was brought to the exposed transverse processes. The exposed transverse processes were decorticated with the use of the drill with a 5 millimeters carbide burr in order to prepare them for the bone graft. The local bone obtained from the bilateral facetectomy and laminectomy was placed over the exposed transverse processes as well as rhbmp-2 and bone graft. There was significant venous epidural bleeding which subsided after placement of the interbody implants.¿ the patient tolerated the procedure well without any intra-operative complications.

Manufacturer narrative:
(B)(4).